Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. . Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that when the charged battery was connected to the controller unit and providing power, the controller unit automatically switch to the other battery. The battery was replaced.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional system component being reported for this event: medical device: battery/(B)(4)/ catalog number: 1650de / expiration date:unk. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk. Labeled for single use: no. Medical device: battery/(B)(4)/ catalog number: 1650de / expiration date:unk. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer: no, not returned to manufacturer. Device manufacture date: unk labeled for single use: no. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: it was reported that the patient was experiencing power switching events. Two batteries ((B)(4) ) were returned for evaluation. One controller ((B)(4) ) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and the battery. CAPA (B)(4) is investigating momentary disconnections. Brand name: heartware® ventricular assist system - controller, serial: (B)(4) - controller / model#1407it / expiration date: 2016-05-31 / UDI#asku. Device available for evaluation?: yes. Return date: 2017-08-01. Device evaluated by MFR? : no. Device evaluation anticipated, but not yet begun. Device MFR date: 2016-05-01. Labeled for single use?: no. (B)(4). Serial: (B)(4). Expiration date 2016-03-12 / UDI#(B)(4). Device available for evaluation?: yes. Return date: 2017-10-16. Device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2015-03-12. (B)(4). Serial: (B)(4). Expiration date 2017-01-31 / UDI#(B)(4). Device available for evaluation?: yes. Return date: 2017-10-16. Device evaluated by MFR?: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-01-18. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that log file analysis indicated two additional batteries exhibited power switching and the controller tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Removed notification and fsca as it does not apply to this reported event. Product event summary: it was reported that the patient was experiencing power switching events. The controller, (B)(4), and four (4) batteries, (B)(4), were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). The reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries (B)(4): heartware has opened an internal investigation to address momentary disconnections. Heartware® ventricular assist system - controller 1.0. Device evaluated by MFR: yes. (B)(4): device evaluated by MFR: yes. (B)(4): device evaluated by MFR: yes. (B)(4): device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported event of premature power switching could not be confirmed on (B)(4). Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis did not reveal any anomalies during the analyzed period.  Analysis of the device could not be performed since the device was not returned for evaluation heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.